Manufacturer narrative:
The event was initially submitted under a 5-day report due to administrative error/misclassification. Upon review, it was determined that the event did not meet the 5-day reporting criteria but qualified for a 30-day report. This correction is submitted to ensure accurate reporting in accordance with FDA requirements. See 3019004087-2025-05474 follow up # 1 for correction.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) levels. Bg was stable the night prior but rose to 329 mg/dl (fingerstick) and 371 mg/dl (dexcom g7) the next morning, later reaching 383 mg/dl. The user completed a full supply change per support guidance, noted no site issues, and declined follow-up. No hospitalization or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.